Event description:
The subject device was returned for analysis and the device investigation revealed that the stent deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed within a microcatheter approximately 5cm from the proximal end. The stent delivery wire (sdw) and introducer sheath were returned. All 3 marker bands were present on both ends of the stent. Deformation throughout the stent. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene (ptfe)) present on the stent. The introducer sheath distal tip was noted to be damaged. The sdw was kinked/bent at the distal tip. Functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter. Once removed, the stent was noted to be significantly deformed. There was what appeared to be some sort of unidentified tubing wrapped around the stent for much of its length. Tis tubing was preventing the stent from fully expanding once it had been removed from the microcatheter lumen. The introducer sheath was returned for analysis and the distal tip was deformed. The stent delivery wire (sdw) was returned and was noted to be significantly kinked/bent near the distal tip of the wire. It was reported in the follow-up replies that the stent was correctly positioned in the rotating hemostatic valve (rhv). However, if the rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent distal movement after it has been correctly positioned inside the rhv/microcatheter hub. Distal movement of the sheath in the hub would result in the distal tip becoming deformed/crushed as was noted during device analysis. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent could become damaged as it passes through the distal tip opening of the introducer sheath. The user will then experience increased resistance while attempting to advance the stent into and through the proximal section of the microcatheter, resulting in possible damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action, and particularly if the stent is stuck/jammed inside the microcatheter lumen, the distal bumper of the sdw can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is aligned with the event description and the analysis findings and is one possible explanation for the findings and the available information relating to this complaint. The reported event: ¿stent difficult/unable to advance or pullback through catheter' as well as the analyzed events: ¿stent deformed¿, ¿stent deployed prematurely during use¿, ¿stent introducer sheath distal tip damaged¿, ¿sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.